Event description:
During the endoscopic vein harvesting procedure, the bipolar and co2 wouldn't work. The hosp did not provide any add'l info. No pt complications were reported. Failure analysis investigation detected an open circuit causing the bipolar function of the scissors not to work.